Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2011-06289. The pt's (B)(6) scs system includes a percutaneous lead and a surgical lead. It was reported the pt is experiencing uncontrolled orgasms. The physician suspects the reported symptom is a result of dosage changes for the pt's currently prescribed medication. Surgical intervention was undertaken on (B)(6) 2011 to bury the leads with the ipg until such time, the symptom subsides.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.